Event description:
Event description cpi received information that this small patch lead was fractured. The patient had several inappropriate shocks. The physician elected not to remove the lead but the implantable cardiovertor defibrillator (ICD) was turned off because the patient has not received a clinical shock in 15 years.